Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had multiple no delivery alarms. It was also reported that the customer had experienced air bubbles in the reservoir. The blood glucose at the time of the incident is unknown. It was confirmed that the customer was no longer using the reservoirs multiple times. It was stated that the customer was not using insulin at room temperature and had also been rewinding the insulin pump with the reservoir inside. It was advised about the recommended instructions for insulin and reservoir use to prevent air bubbles. The reservoir will not be returned for analysis.